Event description:
Caller reported an alarm 2 followed by alarm 26 on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and received a successful bolus. The customer continued to use the pump for insulin therapy.